Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/ or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2018, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2019 the patient presented to follow up where a distal type I endoleak was discovered on imaging. The contralateral leg component had lost wall apposition due to device remodeling and pulled out of the iliac artery. The aneurysm had enlarged by 1 cm. On (B)(6) 2019, the patient underwent a reintervention whereby the left internal iliac artery was coil embolized, and two additional contralateral leg components were implanted to provide extension of the contralateral leg component to the external iliac artery.